Manufacturer narrative:
This report is submitted on may 13, 2021.

Event description:
Per the clinic, the patient experienced discomfort at the magnet site following an MRI scan on (B)(6) 2020. The magnet dislodgement was confirmed during magnet repositioning surgery on (B)(6) 2021. The implanted device remains.